Event description:
Reportedly, valve explanted after 6.5 years due to stenosis. According to surgeon, valve was very rigid, calcified, with a mobile free margin. Valve was also stenotic (chronic thrombosis) no deterioration although there was tissue overgrowth.

Manufacturer narrative:
Device not returned.